Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: method of use-posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level.

Event description:
Company representative reported the event as ¿defective syringe.¿ healthcare professional reported to a company representative that they were using 1 syringe of juvéderm® volift¿ with lidocaine and 1 syringe of juvéderm ultra¿ xc on a patient and the product ¿started leaving the side¿ and they ¿lost part of the product¿ for both products. Cannulas were used with both products. No injuries reported. No further details were provided. This MDR is being submitted for the juvéderm ultra¿ xc syringe. MDR ID #3005113652-2018-00435 ((B)(4)) addresses the juvéderm® volift¿ with lidocaine syringe.

Manufacturer narrative:
Device analysis: no defect observed.

Event description:
Company representative reported the event as ¿defective syringe.¿ healthcare professional reported to a company representative that they were using 1 syringe of juvéderm® volift¿ with lidocaine and 1 syringe of juvéderm ultra¿ xc on a patient and the product ¿started leaving the side¿ and they ¿lost part of the product¿ for both products. Cannulas were used with both products. No injuries reported. No further details were provided. This MDR is being submitted for the juvéderm ultra¿ xc syringe. MDR ID #3005113652-2018-00435 (allergan complaint #(B)(4)) addresses the juvéderm® volift¿ with lidocaine syringe.